Event description:
Customer stated when detaching the bravo capsule from the delivery system the vacuum pump was still on and it created a large divot in the mucosa and the bravo capsule fell into the pt's stomach. The customer stated that another capsule was calibrated and it was successfully deployed.

Manufacturer narrative:
No pt injury has occurred following this incident.